Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an ablation procedure, a magnet was not used with the device, resulting in electromagnetic interference. As a result, the patient received inappropriate antitachycardia pacing (atp). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.